Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Other relevant device(s) are: product ID: 3777-60, serial/lot #: (B)(4), ubd: 19-oct-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of degenerative disc disease and non-malignant pain. It was reported that at the generator replacement, due to normal battery end of service, the healthcare provider (hcp) had extreme difficulty removing one of the leads from the ins being removed. The screwdriver was used to removed one lead without difficulty, but the other lead could not be removed using the same screwdriver. The screwdriver could not engage. The hcp tried to remove the lead with a forceful pull after unscrewing the lead. The lead had broken off and the hcp opted to leave the affected lead implanted. The other lead remains implanted and working. The issue was resolved. No further complications were reported or anticipated.